Event description:
It was reported that, "the first clip was not loaded properly during procedure; it came out in a closed condition and detached from the jaws. The second through ninth clips were loaded without problem. But the 10th clip and after were not loaded properly during procedure; it came out in a closed condition and detached from the jaws. Therefore, the clips from another company were used, and the procedure was completed. No clip fell/remained in the patient, and no injury was reported."

Manufacturer narrative:
Qn #(B)(4).

Event description:
It was reported that "the first clip was not loaded properly during procedure; it came out in a closed condition and detached from the jaws. The second through ninth clips were loaded without problem. But the 10th clip and after were not loaded properly during procedure; it came out in a closed condition and detached from the jaws. Therefore, the clips from another company were used, and the procedure was completed. No clip fell/remained in the patient, and no injury was reported."

Manufacturer narrative:
(B)(4). The reported complaint of "clip(s) not loading properly" could not be confirmed based upon the sample received. The returned sample was visually examined with and without magnification. R & d was consulted to conduct regarding this complaint. The clip retention tab was observed to be bent downwards. Upon further inspection, the tab adjacent to the large clip centering tab was observed to be bent inwards inside the box. Based on the damage observed and the customer description, r & d concluded the probable root cause of the damage was user error. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. Indicating the damage occurred post-manufacturing, as the damage to the clip retention tab would prevent the clips from loading properly. Additionally, the customer reported that the device was functioning for the first 9 attempts and then started to misload for the remaining clips; furthermore, this indicates the damage to the device occurred during use. For these reasons, r & d concluded the probable root cause of this issue could not be conclusively linked to manufacturing. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.